Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Corrected data: catalog number: 019945.

Manufacturer narrative:
(B)(4), per exemption number e2017013. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 23-oct-2017 a field service engineer (fse) found a defective level sense cable s202 to cn309 (h736) on the aia-360 instrument. The fse replaced the cable and proceeded to run quality controls and patient samples without any errors. The instrument was performing within specifications. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 19-sep-2016 through (B)(6) 2017. There were no other complaints identified during the searched period. The aia-360 operator's manual under section 7-1: list of error messages, states the following: list of error messages if a problem occurs during assay or it is difficult to continue an assay, an error message is displayed. Together with the error message, a buzzer sounds to alert the operator to the error. At the same time, the printer also prints the error message. 2011 air detected sample description: there is no contact with the liquid surface after sample suction. Troubleshooting: contact the service department. The most probable cause of the reported event was due to a defective level sense cable s202 to cn309 (h736) on the aia-360 instrument.

Event description:
On (B)(6) 2017 a customer reported getting "2011 air detected sample" error messages while running patient samples on the aia-360 instrument. The customer reported that the error message is generated while running estradiol (e2), progesterone (prog ii), lutenizing hormone (lh ii), and prolactin (prl). On 23-oct-2017 a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for e2, prog ii, lh ii, and prl. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.